Event description:
It was reported that the patient underwent left knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 for an alleged failed press fit. The femoral component and tibial bearing were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.